Event description:
It was reported that while in the operating room the intra-aortic balloon (iab) was prepped per instruction. The md did not insert a sheath. The iab was handed to the md and as the iab was inserted, the membrane began to unwrap. As a result, the md removed the iab and requested another iab. See medwatch 1219856-2008-00030 for second event.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.